Manufacturer narrative:
Unit received with cracked and bleeding glass on lcd board. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump fell on bathroom floor causing physical damage. Customer's blood glucose was 196 mg/dl. Customer was advised that insulin pump would need to be replaced.